Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: -, ubd: , UDI#: g2: foreign country: new zealand h3, h6: multiple fdd/annex a codes were reported. A1002 was coded for smelled a burning smell from the main cart. A0708 was coded for uninterruptable power supply (ups) was not charging the battery. The system was serviced in the field by a medtronic representative. The uninterruptable power supply (ups) was replaced. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during the power up for a case, it was reported by the nurses that they smelled a burning smell from the main cart. The nurses shut down the system and used another navigation system for the case. During troubleshooting, the manufacturer representative (rep) confirmed the smell of burning. The uninterruptable power supply (ups) was not charging the battery. It was noted that the probable cause of the issue was the direct current (dc) charger burnt out on the ups. There was no patient involvement.